Event description:
It was reported that the insulin pump was not delivering insulin. Customer was running high blood glucose. The infusion set was not working. The blood glucose reading is 357 mg/dl. Customer treated with bolus. The drive support cap is flush. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.